Manufacturer narrative:
Stryker contacted the customer to request additional information on the device. No response has been received from the customer. Fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker received information regarding the serial number of the device, section d has been updated accordingly. A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. It was observed that the magnet was missing from the lid. The lid and battery were replaced to solve the reported issue. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.